Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms or additional information was reported.

Event description:
Additional information was received that the noise resulted in oversensing. No further information was provided.